Manufacturer narrative:
B5: there is no complaint. Lenses studied in article have previously been reported. Claim# (B)(4).

Event description:
In the article, "initial clinical outcomes of two different phakic posterior chamber iols for the correction of myopia and myopic astigmatism," 40.6% of icl eyes gained at least 1 line of cdva. Cataract extraction was performed after 4 icl implantations.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).